Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6 )2008. Subsequently, a revision procedure on (B)(6) 2014 due to alleged pain and pseudotumors. The acetabular cup, modular head and taper liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03716/03718).